Event description:
It was reported that the user inserted an empty insulin cartridge into the ilet and had connected the infusion set to the body but had not attached the tubing to the ilet, indicating a use-of-device problem; the infusion set lot number was provided and other lot numbers were unavailable. There were no reported clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified the issue as user-related proceural error rather than a component malfunction. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.